Event description:
Intraarticular haemorrhage with fresh blood [haemarthrosis]. Arthritis [arthritis]. Swelling at the injection site [injection site joint swelling]. Joint fluid retention (knee) [joint effusion]. Feeling hot at the injection site [injection site warmth]. Pain at the injection site [injection site pain]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) male pt, initials y-s with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc (hylan g-f 20) 2 ml weekly injection in joint. The lot number was not provided. On (B)(6) 2011, about one hour after the third administration of synvisc, swelling, feeling hot and pain appeared at the injection site of the knee. The same day, the pt also developed arthritis. On the following three consecutive days (B)(6) 2011, joint fluid aspiration was performed. Retension of mildly opacified fluid in the joint cavity was observed and joint fluid retension was developed. During arthrocentesis on the third day, on (B)(6) 2011, intra-articulate haemorrhage with fresh blood was observed and subsequent arthrocentesis was thus cancelled. Plasma and white blood cell analysis were performed. Plasma analysis showed no abnormalities. Result of white blood cell analysis was currently under instigation. The pt was kept under observation. At the time of the report, the event of arthritis was recovering. The outcome for the event of intraarticular haemorrhage with fresh blood, swelling at the injection site, knee effusion, feeling hot at the injection site and pain at the injection site was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite. The relationship between synvisc and the event of intraarticular haemorrhage with fresh blood was provided as unk by the reporting physician. The relationship between synvisc and the events of injection site swelling, feeing hot and pain at the injection site and knee effusion was not provided.

Manufacturer narrative:
Add'l info was received on (B)(4) 2011 in the form of quality assurance (qa). Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required.